Event description:
It was reported to bsc/target that during the procedure the gdc4-10 soft stretch resistant coil fractured in the middle portion. However, the blue polypropylene suture remained intact. The device was re-manipulated 2 or 3 times, but no friction or undue resistance was felt. The product was able to be removed from the excelsior micro catheter safely. The condition of the pt was not affected by this event.